Event description:
A patient experienced a sudden episode of tachycardia (heart rate 170-180 bpm) following administrtion of dopamine. The patient was initially unresponsive to treatment with medications, but responded when dopamine was discontinued. The rate of dopmaine infusion was set to 3 ml/hour but it was discovered that approximately 50 ml had been delivered in 20 minutes. The pump was examined by clinical engineering and found to be free flowing intermittently on the "b" channel. It was discovered that the plastic hinge on the bottom of the pump motor/cam assembly was broken. This caused inadequate pressure on the IV tubing near the bottom of the assembly thus allowing the freeflow condition. The device is being returned to the maufacturer for evaluation.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, mechanical problem. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.